Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 91 mg/dl. The customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touchscreen issue could not be verified, the touchscreen unresponsive issue was verified, and a different issue was identified.